Event description:
Coronary care unit personnel were attempting to externally pace a patient, condition unknown. It was reported the pacer would not power up. A back-up device was obtained and used to continue treatment to the patient. There were no adverse effects to the patient reported as a result of the alleged malfunction.